Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not reveal any issues. A functional gravity test was performed and a pressure test; there were no leaks or separation observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a chemo therapy set was leaking at the luer lock adaptor. This occurred while the line was being flushed with 250ml 0.9% sodium chloride after an infusion of chemotherapy. The reporter stated that the sodium chloride was being infused over 15 minutes using an unspecified infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.